Event description:
Rt called to bedside. Rn stated that she was not able to pass suction catheter (size of suction catheter not known). Rt changed suction catheter to a 7 french (fr) catheter and was still unable to pass catheter, as the catheter would coil in hub. Rt suggested to change tracheostomy tube and rn stated that it was tracheostomy tube change day. We changed tracheostomy tube with no complications. Neonatal nurse practitioner (nnp) and physician were at bedside during tracheostomy tube change and saw the trach that clinicians were having problems with. Suction catheter was not able to pass in a 3.0 custom flex neo bivona tracheostomy tube. Rt changed suction cath to 7 french and was still unable to pass the device through the tracheostomy tube.